Event description:
It was reported that this right implantable cardioverter defibrillator (ICD) system exhibited high out of range pace impedance measurements on this right atrial (ra) lead. No adverse patient effects were reported. At this time, this lead remains in service.